Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient had low blood glucose levels of 34 mg/dl while wearing the pod between 1 and 4 hours. Patient reported sweating, loss of consciousness and ended up crashing in to a fence while driving. The patient was then transported to the hospital via ambulance. At the hospital, the patient was admitted and was treated with various types of insulin. The pod was removed at the hospital and the patient was released the next day.